Event description:
Report received from USA stating that the device was leaking oil. It is unk if the device was being used during surgery. It is known that there was no patient or user injury; however, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).